Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown reading issue with the abbott diabetes care (adc) device. The customer noted a difference in readings. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms, however, had contact with a healthcare professional (hcp) upon arrival obtained an glucose reading of 5.7 mml on an unknown device and received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event.